Event description:
The reporter stated that every time he tests he gets a er1 message. It was determined that the home health nurse was applying blood to the wrong side of the test strip. When applying the blood to the correct side, the meter performed as intended.